Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a nurse reported lower values while wearing the adc freestyle libre sensor. As stated in the user report: "potential incidents; I have been an rn, bsn for 26 years, current and active license, and the user of the product. I was offered the libre free system of measuring blood sugar at the (B)(6) was assigned to provide assistance with insulin, devices , etc. I used the product after receiving instruction from the diabetes educated; however, I compared the results to actual fs (finger stick) results and never relied on the device because I thought the freestyle libre was not accurate enough. I continued this for just short of 3 months and then stipped due to the inncuracy. Averages: libre, 23{ fs with max of 63 { fs, and max libre} fs of 10. I asked the pharmd assigned to me if they (B)(6) was collecting any results or if there was ayone to report my feedback results to and was told there wasn¿t anyone collecting info of on the product; but, individuals were using the product for their medication administration, i.e, insulin or the primary care coordinator might change oral meds based on the results. Speaking with a rep from freestyle libre about the possibly getting a new ensor (suggested by the diabetes educator if it seemed like something was not right), I asked if anyone in their oganization was collecting feedback data from user or facilities , and was told, "no", although this is from last year, you can see from my comments it that I tried but thought there was no one to report to until I saw reference to the FDA having some knowledge of questionableinfo on this product. I had wanted to send excel worksheet where I tracked the specific data numbers, but see this site only accepts pictures. This and anything else I can provide to help is available on request." The customer did not report any adverse event and self or third-party medical intervention associated with the reported issues. No further information was provided and therefore further attempts to gather additional information are unsuccessful. There was no report of death or permanent injury associated with this event.